Event description:
It was reported that the hospital had lighter pts that were allegedly being "popped out" of the recliners when using the release mechanism. It was also reported that the sales rep visited the facility and investigated the concern and determined the trend foot switch was being improperly used by the staff and that the pt safety team leader and nursing staff have now been fully inserviced on the proper use of the chairs.

Manufacturer narrative:
Conclusion: trained staff on use of device.